Event description:
Customer sent an email expressing concerns about how the pump operates. Requested additional clarification about his concern and he provided the following response "we quickly transferred pressors to another pump. Individual critically ill from ied blast. Was transferred to hospital in (B)(6)." Not sure if customer will be returning product. Although requested no additional patient or event information provided.

Manufacturer narrative:
(B)(4). Although requested, the device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation.